Event description:
Customer reported that a patient, originally presented on (B)(6) 2006, whose immediate spin testing with a different lot of product was immediate spin positive (4+), tested negative at immediate spin and weak d phase (B)(4). The patient returned via ER on (B)(6) 2007. Immediate spin testing, including the weak d testing was negative. Customer claimed, patient was discharged before a new sample and additional testing was repeated. All reagents had a normal appearance. All reagents had been stored appropriately. Daily qc was performed and was found to be acceptable.

Manufacturer narrative:
Customer believes the original testing performed in 2006 is the correct rh typing.ocd had previously performed retained testing on this lot while product was in-date. Satisfactory results had been observed.(B)(4) testing performed 5/10/10.